Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 16 june 2023. - on (B)(6) 2025, the battery voltage was measured at 2.93v. - files analysis revealed that charge tests were performed on (B)(6)2025 (probably to check the device before a potential implantation). On (B)(6)2023, an interrogation and a programming occurred. The programming switched the device into a specific mode, which is more consuming than the shelf-life mode. The switch into a specific mode after reprogramming (except in case of activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. - it should be noted that the battery voltage is sensitive to temperature. - as described in the manual, the device should not be implanted if the battery voltage < 3v. - on (B)(6) 2025, the battery curve is consistent with the switch into the specific mode on (B)(6) 2023.

Event description:
Reportedly, during a preparing the ulys for an implantation, the battery voltage was found as under 3v.